Event description:
Dr. (B)(6) send these pics to me today for a case he did previously. Archon is the plate, cohere is the cage. The screw is definitely backing out. Can compare it to the intraoperative x-ray. Dr. (B)(6) is asking if the 2 metal pieces in the picture that he circles are the locking mechanism. Do you guys know? Patient is doing fine but he¿s worried about long term issues post-operatively it was noticed in an x-ray that a screw was backing out and two metal pieces possibly migrating.

Manufacturer narrative:
No product was returned as the device is still in-situ. Radiographs provided confirm the alleged malfunction. Patient is reportedly asymptomatic. No additional information could be obtained after multiple attempts. The root cause cannot be determined however, the images provided and review of other similar cases suggest an incomplete screw deployment and subsequent lock damage as possible cause or contributor. No additional investigation can be completed at this time. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation. Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. All components should be final tightened per the specifications in the surgical technique. Care should be taken to insure that all components are ideally fixated prior to closure. Preoperative warnings: 3. Care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. 5. Devices should be inspected for damage prior to implantation. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient.